Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded supplies to resolve the issues. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery.